Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for femtosecond laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery with progression from stage 2 to stage 3 diffuse lamellar keratitis (dlk) despite maximal medical therapy. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported blurry vision and dlk stage 2 right eye ¿ stable. Dlk stage 3 os (ocular sinister) and flap rinse performed, steroid flushed under flap. Symptoms did not interfere with daily activities. Treatment: the topical steroid dosage was increased, medrol dose pack prescribed, and a flap lift and rinse was performed. Follow up: the symptoms were resolved on (B)(6) 2020 and the doctor is continuing to monitor closely. At 12 hour after rinse os and is doing well with no pain, vision is clearer. Od (ocular dexter) stage 2 dlk stable. The patient is asymptomatic and is seeing well. Bcva from (B)(6) 2020. Right eye pre-op 20/20 .00 x -2.50 x 106. Left eye pre-op 20/20 -.25 x -1.50 x 70.